Event description:
It was reported that when the patient tried to increase stimulation, a message to contact physician was displayed on the controller. Stimulation could not be increased above 5.8 ma during the entire trial. For the last 3 days, the patient could no longer feel stimulation. In addition, the patient had to use 3 sets of aaaa and 2 sets of aa batteries during the two week trial. Battery depletion was noted. The patient did not feel it was a fair trial and wanted a re-test/was to be re-tested. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3537, serial# unknown, product type: programmer. Patient product ID: 309101, lot# 0209418675, product type: screening device. (B)(4).